Event description:
It was reported that the stone occurred and became severe after two weeks of stent placement. It was stated that there was no other complications.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the stone occurred and became severe after two weeks of stent placement. It was stated that there was no other complications.

Manufacturer narrative:
The reported event is confirmed supplier design related. A photo sample was provided which shows encrustation on the pigtail of the stent. The used ureteral stent was returned without the original packaging. An evaluation of the physical sample was completed by futurematrix on (B)(6) 2022. Based on the risk document a potential root cause for this event is, "material selection". No manufacturing issues or non-conformances were noted during review of the DHR that could have caused or contributed to the reported event. Based on the results of the investigation no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A label/pack review is not required as a review of the label could not have prevented the reported event. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.